Manufacturer narrative:
(B)(4) the tip detaching. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used in the patient's duodenum during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2016. According to the complainant, during the procedure, the injection gold probe&#10263;as inserted down through the scope for the second time to inject with adrenaline; however, the tip looked unusual. Consequently, the device was removed and found that the tip was missing. The procedure was completed using another injection gold probe device. Reportedly, the gold tip came out of the scope channel and was discovered when cleaning the scope post-procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
Visual analysis of the returned injection gold probe¿ was found with a distal tip detached and the ceramic distal tip was returned attached to the guide tube. Further evaluation revealed that the device shows particles evidence of use and was burned in some parts. A transversal cut was applied to the catheter revealed tread marks and presence of glue. The complaint was confirmed; the device was returned with the distal tip detached. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an injection gold probe¿ was used in the patient¿s duodenum during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2016. According to the complainant, during the procedure, the injection gold probe¿ was inserted down through the scope for the second time to inject with adrenaline; however, the tip looked unusual. Consequently, the device was removed and found that the tip was missing. The procedure was completed using another injection gold probe¿ device. Reportedly, the gold tip came out of the scope channel and was discovered when cleaning the scope post-procedure.